Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing a sore throat, nose irritation, and nose bleeds while using the device. Patient also alleged visualization of particles in the tubing and chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing a sore throat, nose irritation, and nose bleeds while using the device. Patient also alleged visualization of particles in the tubing and chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 11/12/2024. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that using a known good power supply and power cord, pil confirmed the device powered on and provided airflow. During review of the error logs, pil determined the device was likely reset prior to pil receipt due to having 32195.3 machine hours and 0 blower and therapy hours. 13 errors logged include: 13 instances of e-53 (err_comp_log_sem_timeout), a continue error. Care orchestrator data shows a 14.4% compliance rate, humidifier set at off, and humidification setting at system one. During the investigation, pil observed an unknown dust contaminant on the top cover, inside the iso port, side panel, pca, bottom enclosure, blower cap, blower, blower housing, right side assembly, and air inlet seal. Pil observed the blower made a whirring noise when powered on, most likely from liquid ingress to it. Pil observed black hairlike contaminant on the bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower housing. Inv1023 addresses the issue of liquid ingress. Pil observed thermal failure to the j9, leaving marks on the inside of the top cover of the device. Inv0636 addresses thermal failure to the j9. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam residue. Pil was able to confirm the complaint of particles in the airway, most likely from an outside contaminant, but not address the symptoms specified. The results of this investigation do not impact the calculated risks as outlined in ER-2203077 (v27). Section g3 has been updated. In addition, appropriate code updated/corrected.